Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio reinstalled the device's battery pin to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.